Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device would not drive the blade. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the procedure was a laparoscopic supracervical hysterectomy.the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was a loose flex coupler with a missing set screw.